Event description:
Home patient (hp) reports calling baxter's technical svc ctr for assistance after noting a leak due to a crack in the tubing of a pt extension set. Hp reports leak was noted before they were connected to the homechoice device. Hp reports set was from the middle of the box and that the overpouch was not torn. Hp reports they were able to complete treatment the night of incident with a new set from the same box. No pt injury or medical intervention required per hp.